Event description:
(B)(4) received notice about this incident from the rehabilitation center, involving a sling, a product imported and distributed by (B)(4). The claimant was being transferred from the bed to a chair when the 2 straps allegedly broke causing the claimant to fall and land on her right knee. An x-ray was performed at the rehabilitation center on the same day as the fall revealing a fracture in the knee. She was later sent to the hospital and came back on (B)(6) 2016. Due to lack of product information, we are unable to factually identify the product as well as its manufacturer. This information is based on the information that was provided by the rehabilitation center.